Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 2 years and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with elevated lactate dehydrogenase (ldh), elevated pump flows and powers along with signs and symptoms of hemolysis. A series of log files were submitted and mostly unsustained pump power and flow changes seen with no thrombus trajectory on the waveform data. There were no other unusual events noted within the event history and the pump appears to be functioning as intended. No additional information provided.

Manufacturer narrative:
A specific cause for the elevated lactate dehydrogenase (ldh) could not be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas) support and no further events have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.